Event description:
It was reported that the patient experienced infusion set was leaking at site event on 13 apr 2026. The infusion set had been in use for one to two days.

Manufacturer narrative:
E1: event city: arroyo de la encomienda. Event country: spain. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.